Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent strut was raised. The device did not enter the patient's body. No patient complications were reported.